Event description:
It was reported that per wo evaluation, faulty circulation pump and damaged filling tube which was unconfirmed in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Faulty circulation pump. Circulation pump was replaced. Damaged filling tube. Filling tube was replaced. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized evaluated and was found to function in accordance with manufacturer specifications. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name is bdi crawley-UK depot bard limited bard limited forest house. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, faulty circulation pump and damaged filling tube which was unconfirmed in an arctic sun device.